Event description:
According to facility report, cnas stated after securing resident in sling to lift, they raised him from bed and moved lift away from bed. At that time, resident fell to the floor. Unk whether resident hit head. Sling failed. All slings inspected for wear after the incident and several replaced. At the time of the incident, the nursing home contacted 911. Resident was treated for elbow bruise and skin tear and released.

Manufacturer narrative:
Sling is believed to be over 3 years old. The date and warranty tag were ripped off the sling. Upon inspection of the photos taken by the facility, it appears that the stitching did not give way, but it actually broke. This would seem to indicate that the strap was torn or cut prior to giving way. Following the incident, the staff removed other slings from service and ordered new slings. Upon actual inspection of the slings, we determined that the sling was extremely past its useful life. In addition, the sling was discolored which indicates use beyond its useful life and/or that harsh detergents and/or bleach was used to clean the sling. As we indicate on the sling and in our operations manual, website bleach or other harsh detergents should not be used on the slings. In addition, the sling's stitching was loose in over 10 places. Harsh detergents and/or bleach as well as normal extended wear and tear would contribute to this condition. This sling should not have been in use. Our warning tags instruct users to immediately take slings with discoloration, loose stitching or visual wear and tear out of service.